Manufacturer narrative:
(B)(6). The explant surgery occurred because the patient experienced seizures. This report is filed 24 jan 2014.

Event description:
Per the clinic, the device was explanted (B)(6) 2013 for reasons not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The device is not available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed on 18 apr 2014.